Event description:
Additional information received reported that the patient sees more total hip." The stimulator was stated to have not worked for years and the patient wanted it out. The doctor said okay and didn't know anything else. The event cause was not determined. As of (B)(6) 2015, the total hip operation was rescheduled due to the patient's wife being ill and the stimulator had not yet been removed. This event will be updated if additional information is received.

Event description:
It was reported that the patient was going to have a total hip replacement and a spinal cord stimulation (scs) system explant. The device was not working and it hurt the patient when he would sit. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, and what the patient outcome was. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 377745, lot# n0030790, implanted: (B)(6) 2005, product type: lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).